Event description:
It was reported to philips that the device has a "cross on the screen, no battery and interrupted power supply." There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
(B)(4).